Manufacturer narrative:
Upon completion of the investigation it was observed on the provided transaction logs that the drug used with the pump is not recommended when using a medstream pump. The valve analysis testing was performed. The valve opening times were conforming to expected opening times. Nevertheless sudden effluent weight increases could be observed at each opening of the valve. The reason of those sudden effluent weight increases can probably be attributed to a gas bubble trapped inside the valve. This sudden effluent ejection is happening at each valve opening and contributes additionally to the effluent that is delivered by the pump during the open time of the valve. The flow rate indicates a clear disappearance of the potential bubble. The complaint was confirmed with the first measurement. In several consecutive measurements with intermittent stop infusion periods the flow rate error completely disappeared. A septum leak test was performed by the research and development protocol to rule out the hypothesis of a septum leakage. The septum leak test was successful. A device history record review of the medstream pump with a serial number of (B)(4), (lot: cknc07), and two non-conformances were observed during the manufacturing process but not relevant to the reported issue. The lot met specifications. No probable root cause could be determined at this time. CAPA has been initiated to investigate the root cause of the infusion irregularity medication observed during the investigation. The drug used with the pump could not have caused the reported issue, and considered to be a misuse. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the pump was implanted two years ago and worked without issues until (B)(6) 2012. In (B)(6) 2012 a difference was noted for the first time and the pump was found to be empty ahead of time. As a result the device was revised. The patient was treated with orally without issues.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.